Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician was unable to insert the angio-seal sheath because of the lip between the arteriotomy locator and the sheath. The patient was in stable condition. The procedure was completed successfully. Additional information was received on 01oct2021. The procedure was an inr. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. There were issues with insertion of the angio-seal (as) sheath as it would not enter the artery. Hemostasis was achieved with manual compression.